Event description:
Patient underwent explant of the lead and generator. The explanted products were received by product analysis. The generator and lead were explanted due to patient request as the patient reported to the surgeon that her seizures were pseudo seizures. Generator product analysis was completed. The generator was confirmed to be at eos(end of service)=no condition. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance of any other type of adverse events found with the pulse generator. Lead product analysis has not been completed to date.

Event description:
Lead product analysis was completed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A set of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had her vns disabled several years ago however following a recent altercation she developed a knot and swelling in her neck at the vns electrode site. She also began having severe headaches and dizziness along with episodes of passing out and trouble breathing. Because of the symptoms the patient was concerned that her vns lead was damaged during the altercation and causing these symptoms. A review of the internal programming history database found that the normal mode output current was disabled however the magnet mode was left programmed on. Its unclear if the magnet mode was later programmed off. No additional relevant information has been received to date.